Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4626 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery? No. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of covid-19 in 2022, tonsillectomy in 1994 and fatigue, foreign body in uterus, any part, dysmenorrhea, menorrhagia, allergic reaction to analgesics (vomiting/rash), precancerous cells present, hpv infection, depression, anxiety, ovarian cyst ruptured (both 2), uterine fibroids, childhood asthma, arm fracture (right arm fxx2 1997, 2002) and parity 3. Previously administered products included: lexapro, ibuprofen, ambien and buspirone hcl. The patient had a family history of diabetes mellitus, fibromyalgia, breast cancer and breast cancer. Concomitant products included lipitor (atorvastatin calcium), dilantin d.a. (Phenytoin sodium) and depo-provera (medroxyprogesterone acetate). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4619 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure/hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2010, however it was entered in argus as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: surgical pathology report. A. Uterus with bilateral fallopian tubes (hysterectomy with bilateral salpingectomy): cervix, nabothian cyst, endometrium, proliferative phase, myometrium - no specific histopathological changes, left fallopian tube, previous sterilization procedure (consistent with essure device), benign paratubal cyst, right fallopian tube, previous sterilization procedure (consistent with essure device), no evidence of malignancy. Gross description: the left fallopian tubes measures 6.0 cm length by up to 0.4 cm in diameter. The fallopian tube is serially sectioned revealing that the most proximal portion of the fallopian tube does contain an intraluminal wire most suggestive of essure sterilization device. The rest of the lumen appears normal. The right fallopian tube measures 5.5 cm in length by up to 0.5 cm in diameter. It shows a normal fimbriated extremity. It is serially sectioned revealing that the proximal lumen also contains a metal wire. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: medical record received . Surgical pathology report added. Medical history & concomitant drug, lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On(B)(6) 2023, 4619 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure/hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2010, however it was entered in argus as (B)(6) 2010. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: essure's date implanted updated to (B)(6) 2010. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.